Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped delivering insulin and alarmed a motor error alarm during delivery of a bolus. Customer's blood glucose level was 9.1 mmol/l. Insulin pump was able to complete rewind. During troubleshooting, multiple motor error alarms were found. Customer mentioned the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.